Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was receiving effective therapy and feeling good.

Manufacturer narrative:
Concomitant: product ID neu_unknown_prog, product type programmer, physician. Product ID neu_unknown_prog, product type programmer, physician. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
Analysis confirmed the no telemetry failure. The cause of the no telemetry was a solder bridge between the xirq and xa0 signals of the l334 ic; pump hybrid solder bridging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had been implanted in 2013 (implant date of 2013-(B)(6) was reported as approximate) and had functioned normally until now. ¿yesterday¿ at approximately 22:00 in the evening the pump started alarming continuously. These were very short intervals which did not correspond with the 10 minutes or 2 hours. The alarm was reported as critical. Three different physician programmers were used with this pump and all attempts failed. This required the patient to be hospitalized and admitted overnight as the rotor stall could not be identified. The pump was planned to be explanted on 2015-(B)(6). No diagnostic testing or troubleshooting occurred but was reported as to be performed in the future. The issue was unresolved and the cause was undetermined. At the time of the report the patient's status was reported as alive-no injury and no patient symptoms were reported. This device system delivered compounded baclofen. The patient was followed on the day of the report and was doing well. However, since no interrogation was possible the alarm kept going and the planned explant remained. Additional information was requested to clarify resolution and patient status. Should additional information be received a supplemental report will be filed.